Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an absence of occlusion alarm, possible under delivery of insulin and device test failed. Customer stated their blood glucose level was 20 mmol/l due to possible under delivery of insulin. Troubleshooting was performed. Customer advised basal and bolus deliveries were both unsuccessful and the insulin pump failed the high pressure test. The insulin pump will be returned for analysis.